Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: a review of the pump history revealed multiple call service alarms. The reported blank display screen was unable to be duplicated during investigation. The display screen was found to be functioning and fully illuminated upon startup of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the dsitributer contacted animas and reported a blank display screen. There were reportedly audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.